Manufacturer narrative:
Unit passed displacement test; it failed self test. No software error detected or the motor arm cannot communicate with the main arm were noted during testing; however, software error detected, and (filenumber = 49, linenumber = 18354) is found in the pump history file due to software errors. Self test returned an unexpected hardware low level failures. Hardware low level failures. Is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms twice. The customer was able to clear the alarm and rewind the insulin pump both the times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.